Event description:
The following events reported in all instances when medline product #dynd160516 was utilized: on (B)(6) 2016: reported to me by house supervisor that two weeks earlier, a foley had been inserted in a male patient in the emergency department. Catheter was inserted up to the hub, no urine return. Balloon was not inflated, no resistance was present, and urine was not obtained. Removed and foley insertion with alternate product completed with hematuric urine return. All instances above were completed by experienced rn's. (B)(6) rn administrator patient care services. Reference reports mw5061895, mw5061896 and mw5061898.